Event description:
It was reported that about six days after the implant procedure, the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.